Event description:
It was reported the patient presented with chest pain and an echo revealed only one leaflet was opening. The valve was removed and replaced with another manufacturer's valve. Additional information has been requested.